Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119871.

Event description:
Voluntary medwatch received states that patient's implantable cardioverter defibrillator (ICD) was vibrating. There were no patient consequences.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The reported event of vibratory alert was confirmed by reviewing the device data. As received, the device was at elective replacement indicator (eri). The vibratory alert was due to the device having reached eri. The device behaved as expected and according to its programmed settings. A longevity calculation was performed based on the programmed settings and usage. The calculation showed the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.